Event description:
An amphirion deep pta balloon catheter was used in a patient. The target lesion, located in the peroneal artery exhibited 95% stenosis and was pre-dilated. The amphirion deep balloon was inflated with no issue reported; however, it was reported that, during the attempted withdrawal of the device back into the sheath, resistance was encountered and force had to be applied in order to remove. Upon removal it was noted that the balloon of the amphirion deep device had detached from the catheter. It was reported that the detached balloon was removed from the patient with a snare device. It was reported that the event did not affect the patient. No clinical sequelae were reported. Device evaluation: the device was returned in two pieces. The guide wire was stuck in the returned device. The guidewire tube was bunched in the shaft. The shaft was broken and the guidewire tube was stretched by approximately 200mm. Only one marker band was returned on the guide wire lumen. The balloon bond was stretched.

Manufacturer narrative:
(B)(4). Balloon evaluation results: (incomplete deflation of balloon prior to removal). Conclusion: (incomplete deflation of balloon prior to removal).